Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
A temporal relationship exists between pd therapy utilizing the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence which indicates a liberty select cycler/liberty cycler set product issue or malfunction caused or contributed to the patient event. The exact cause of the patient¿s serratia peritonitis cannot be determined with the information currently available. Peritonitis is a well-known potential complication in pd patients which can be a result of multiple potential etiologies. The patient¿s pd effluent yielded growth of serratia marcescens which is an organism that naturally occurs in soil and water. Patients with renal failure and diabetes mellitus are susceptible to serratia infections. Additionally, it was indicated the patient drains directly into a bucket each pd treatment. While it was reported the patient routinely bleaches the drain bucket; and other potential water sources for infection (such as faucet and shower head at home); contamination from environmental surfaces in the home is a potential factor in the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) experienced serratia peritonitis. Upon follow up with the peritoneal dialysis registered nurse (pdrn), the patient received a delivery of delflex and cassettes. However, the nurse reported she did not suspect the delivery was associated with the serratia peritonitis event. Additionally, the nurse could not confirm if products during that delivery were used at the time of the event because the patient¿s older stock was rotated for use first. The stock was maintained in a clean and dry area. It was reported no products are available for return to manufacturer; as per the nurse all concomitant fresenius products have been used. It was reported no products are available for return to manufacturer; as per the nurse all concomitant fresenius products have been used. Additionally, prior to the peritonitis, the patient was seen in the pd clinic for routine clinic visit. Reportedly, the patient did a hand wash at the clinic sink when coming into the clinic and performed hand hygiene with hand sanitizer on the way out. It was reported the patient drains directly into a bucket which is standard practice for the clinic. The patient bleaches the pd bucket after every use, routinely bleaches faucets and shower heads (at home), uses antimicrobial soap and hand sanitizer and is meticulous with infection control procedures and follows aseptic technique. Additionally, it was reported the patient follows the clinic standard protocol for daily pd exit site care; using except to clean the exit site and then gentamycin cream is applied to the site. The patient does not have any pets in the home. On (B)(6) 2019, the patient was experiencing abdominal pain and cloudy pd effluent. As a result, a pd culture was obtained in the outpatient pd clinic which yielded growth of serratia marcescens and a white blood cell (wbc) count of 20,889. The patient was initiated on vancomycin 1 gram intraperitoneal (ip)every 5 days and ceftazidime 1-gram ip daily on an outpatient basis. The patient had repeat pd culture cultures on (B)(6) 2019 and (B)(6) 2019 which revealed the patient¿s wbc was increasing (30,720 and 34,824 respectively). The patient was not responding to antibiotic therapy. Therefore, on (B)(6) 2019, the patient was admitted to the hospital for removal of the pd catheter (not a fresenius product). During hospitalization, the patient reportedly received ceftazidime 1gram intravenously (IV) and had a hemodialysis catheter placed. Subsequently, on (B)(6) 2019, the patient was discharged from the hospital and transitioned to outpatient hemodialysis. Per the nurse, the patient had a new pd catheter placed (date unknown) and will be transitioning back to pd therapy. The cause of the patient¿s serratia peritonitis is unknown. However, the patient is a diabetic which is a well-known risk factor for infection. It was reported the patient did not have any other risk factors for serratia infection such as a history of cancer; prior antibiotic or steroid use; prior pd catheter exit site infection; or prior medical procedure/hospitalization.